Event description:
It was reported that this pacemaker system exhibited noise that was being oversensed which resulted in the patient experiencing at least two seconds of asystole. Technical service noted the noise appears to be due to electromagnetic interference (emi) as the noise was seen on both the right atrial (ra)and right ventricular (rv) channels. Technical services recommended to investigate the potential source of emi. At this time, the pacemaker system remains in service. No adverse patient effects were reported.